Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing of ventricular fibrillation (vf) episodes which caused the a delay in therapy and premature termination in therapy. Further high pacing thresholds were noted on the rv lead. The lead remains in use. No further patient complications have been reported as a result of this event.